Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the an asymptomatic patient presented to the operating room for device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was capped.